Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. A device history record (DHR) review was conducted for the reported lot. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It is reported that on (B)(6) 2020 a physician performed a myosure procedure on a patient , with the aquilex fluid pump, during the procedure the fluid deficit went up to 2135 so the surgeon wanted to check for perforation in uterus. Hysteroscopy was done and unable to detect if a perforation had occurred so it was decided to perform a diagnostic laparoscopy. The laparoscopy revealed no perforation in uterus nor blood in abdomen. No other findings available.